Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, 8mm force bipolar instrument moved in a non-intuitive way. It was not working properly. The customer said that this is the second instrument, and then they found a broken steel cable. Technical support engineer (tse) told them to stop using the instrument and reported the issue to clinical sales representative (csr). Tse told the customer to use the third instrument to continue the surgery. The procedure was completed with no reported injury. Intuitive followed up with the initial reporter and obtained the following additional information: customer reported that the surgeon felt the joint was misaligned, causing the instrument motion to be stiff and jerky, although the instrument still moved in the intended direction and was not completely immobile. There was no shakiness, no friction reported, and no instrument-to-instrument, arm-to-arm, or external collisions. The issue was resolved by changing the instrument, and or staff confirmed there was no injury to the patient. The device had been inspected prior to use with no damage or abnormalities noted, the instrument is available for return to isi for evaluation, and no images or video are available for review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis investigations did not confirm and did not replicate the customer complaint "force bipolar movement non-intuitive". The instrument was visually inspected internally and externally, and no issues were identified. The instrument passed the grip test. Failure analysis could not verify the customer reported event. The instrument was tested on an in-house system. The instrument passed the recognition and engagement tests. The grip tips opened and closed properly. No product issue was found.

Event description:
Refer to h11 for follow-up information.